Manufacturer narrative:
No complaint was received with the return of the device. Upon received, premature depletion was not confirmed. However, final analysis detected an abnormal transient battery voltage drop. The voltage drop is consistent with li deposit in the battery.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: field h9 - additional fsca number included.